Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. During the surgery, the needle was easily detached from the suture during continuous suturing. There were no adverse consequences to the patient. No further information will be provided

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: (B)(4) 2018. Device evaluation summary: the actual device involved in this event was returned for evaluation. The evaluation found the barrel hole of the needle was observed damaged (crushed). In addition, marks on the edge appears to be by the use of a surgical instrument. The suture was examined along of the strand and damaged (crushed) were observed on the end and appears to be by use of a surgical instrument. According to the sample condition, the assignable cause of performance-pull off suture needle, suggest an improper handling of sample. In order to avoid this kind of damage, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.